Event description:
The device was investigated because it was reported that a fire had started in the module when it was left switched on without connection to pt. The device was returned to co's factory for investigation.